Manufacturer narrative:
We received the customer complaint recorded under the call number (B)(4) about the broken walking frame escort p435b, tubing breakage. Escort is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6) .

Event description:
We received the customer complaint recorded under the call number (B)(4) about the broken walking frame escort p435b, tubing breakage. Escort is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6) .